Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31626837l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and suffered a minor pericardium bleed which required approximately 200ml of blood to be drained from the pericardium. After a successful afib procedure, a minor bleed into the patient¿s pericardium was detected. This was subsequently punctured safely and without complications. Approximately 200ml of blood was drained from the pericardium. No defect in devices or products from jnj was suspected. The ablation was performed using the generator¿s default template. The transseptal puncture needle used was abbott brk 1 (ref: 407207/lot: 11010064). Additional information was received. The physician¿s opinion on the cause of this adverse event was patient condition. The intervention provided was a pulmonary vein isolation (pvi). The outcome of the adverse event was fully recovered (no residual effects). The procedural act during procedure was >300. The sheath and the catheters were exchanged <5. One transseptal puncture site was performed during the procedure.